Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Implant surgeon of the hospital reported to us that he observed that the nail is broken.